Event description:
It was reported that this right atrial (ra) lead exhibited noise. An insulation fracture is suspected due to subclavian crush based on x-ray images. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).